Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch and a high impedance warning. The implantable pulse generator (ipg) exhibited a possible loose set screw. The rv lead was reprogrammed. The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.